Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with an injection of vancomycin (1gram, everyday, intraperitoneal (ip) and injection meropenem (250milligram, 14th day, ip) for peritonitis. The cause of peritonitis was unknown. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.